Event description:
The manufacturer received information alleging a "service required" alarm condition occurred. There was no harm or injury reported.

Manufacturer narrative:
The ventilator was returned to the manufacturer for evaluation and a "service required" code was found in the ventilator's downloaded error log. The device's sensor board was replaced to address the issue. During the evaluation, the device failed a step during testing. The device's active exhalation control module was replaced to address the issue.